Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fridge was not opening, user tried to reboot but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system smart remote manager (srm) refrigerator was in failed status and was not opening. A field service engineer (fse) found no latch energizing and no light emitting diode (led) activity. The fse ran the hardware test application (hta), and the door switches showed the door as closed but unlocked. By manipulating the wire to the microswitch, the fse was able to get it to register as locked. The station was powered off, the latch was removed, the contacts were cleaned, and the connectors were tightened. After reinstalling the latch, the fse ran the hta again, which passed. The customer confirmed they were able to recover the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.